Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was swapped out for sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were using arctic sun device sn (B)(6), but the device was giving low flow and leaking at connections, so they swapped out to current device sn (B)(6). Current device was not registering patient temperature (pt). Nurse stated they already swapped out probes and patient temperature (pt) was still not registering. Verified probe connections to temperature in cable and that it was plugged into the patient temperature (pt) 1 port. Advised them to swap out temperature in cable. Nurse stated they did not have another one. Encouraged to contact their biomed department for additional cable and call back if additional assistance needed.

Event description:
It was reported that the nurse stated they were using arctic sun device sn (B)(6), but the device was giving low flow and leaking at connections, so they swapped out to current device sn (B)(6). Current device was not registering patient temperature (pt). Nurse stated they already swapped out probes and patient temperature (pt) was still not registering. Verified probe connections to temperature in cable and that it was plugged into the patient temperature (pt) 1 port. Advised them to swap out temperature in cable. Nurse stated they did not have another one. Encouraged to contact their biomed department for additional cable and call back if additional assistance needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.